Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture.

Event description:
Medical staff reporting ¿suspicion of extra capsular rupture of the right side device, due to the presence of irregularities in the prosthesis and a peri-prosthetic effusion discovered during a monitoring ultrasound". Removal and replacement of the device. Confirmed rupture, total capsulectomy and a capsular contracture (baker grade iii).

Event description:
Medical staff reporting ¿suspicion of extra capsular rupture of the right side device, due to the presence of irregularities in the prosthesis and a peri-prosthetic effusion discovered during a monitoring ultrasound". Removal and replacement of the device. Confirmed rupture, total capsulectomy and a capsular contracture (baker grade iii).

Manufacturer narrative:
Continued date of birth (a2): (B)(6) 1962. Device evaluation: analysis of the returned device identified: overweight, opening extended on anterior and red particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior, creases fold, wear abrasion and white calcification in the shell. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Medical staff reporting ¿suspicion of extra capsular rupture of the right side device, due to the presence of irregularities in the prosthesis and a peri-prosthetic effusion discovered during a monitoring ultrasound". Removal and replacement of the device. Confirmed rupture, total capsulectomy and a capsular contracture (baker grade iii).